Event description:
It was reported that the user experienced difficulty removing a prior cartridge from the ilet and used a tool, dislodging a silver top piece, after which a new cartridge was initially not flush; a rewind allowed successful insertion and insulin delivery, but a subsequent cartridge reportedly fell out and the user could not turn the connector, with blood glucose over 300 mg/dl, consistent with a device problem related to failure to disconnect and involving the reservoir component. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation of this case revealed a mechanical problem consistent with failure to disconnect at the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.